Manufacturer narrative:
Lead model 3387s-40, lot # v591417, implanted: (B)(6) 2011, explanted: unk; lead model 3387s-40, lot # v591417, implanted: (B)(6) 2011, explanted: unk; extension model/ serial # (B)(4), implanted: (B)(6) 2011, explanted: unk; extension model/ serial # (B)(4), implanted: (B)(6) 2011, explanted:unk; programmer model 37642, serial # (B)(4).

Event description:
It was reported that patient experienced decreased therapy with a return of tremor symptoms following a fall in which he broke his hip. He was hospitalized for the broken hip and needed his neurostimulator checked. Additional information has been requested, but was not available as of the date of this report.